Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg and went to "their clinic". Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline. Customer was discharged 5 days later with no permanent damage.